Event description:
It was reported that: incident occured on (B)(6) 2023. Guide bent during insertion. There was no consequence for the patient. A second kit was opened. Device was discarded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occured on (B)(6) 2023. Guide bent during insertion. There was no consequence for the patient. A second kit was opened. Device was discarded.